Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-mar-2025. H.6 investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear had the needle and cap inside the syringe. The following information was provided by the initial reporter: complaint-(B)(4) zilbrysq 40mg/ml 7x0.416ml sns - bn 407199 - needle and cap inside the syringe.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear had the needle and cap inside the syringe. The following information was provided by the initial reporter: complaint- (B)(4) zilbrysq 40mg/ml 7x0.416ml sns - bn 407199 - needle and cap inside the syringe.